Event description:
Following an uneventful novasure endometrial ablation, a small perforation was found "at the top of the fundus on the left side" during post hysteroscopy. No treatment was needed for this perforation and the pt was discharged home. On (B)(6) 2010, the physician's assistant reported, the pt has been seen on follow-up and is doing fine.

Manufacturer narrative:
Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).